Event description:
There is no allegation from a health care professional that the death was related to the device. It was reported that the cause of death was unknown. A patient notifier alert was triggered on (B)(6) 2012 for out-of-range high impedance. Two days later, the patient received inappropriate therapy due to oversensing. The patient expired days later.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The lead was returned in 4 sections. The middle portion of the lead was not returned. The damage found was sustained during the surgical procedure. Without the return of the entire lead, a complete analysis could not be performed.